Event description:
It was reported that there was a white, floating particle in a small volume intermate device. The device was reportedly compounded with ceftazamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 15b006 was manufactured between february 23, 2015 and february 26, 2015. Visual inspection was performed and white, floating particulate was observed in the device. No cause was able to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.